Manufacturer narrative:
Investigation summary: no product was returned. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Device in wrong position: the cause of the positioning issue was unable to be determined due to insufficient clinical details.

Event description:
The user facility reported a 70 year old male was implanted with a impella cp for support during high risk cardiac procedure. It was reported that the patient who presented with a late st-elevation myocardial infarction. One stent was placed in the left anterior descending artery and a ventricular septal defect was noted. The patient had anklet ventricular end-diastolic pressure of 30, a swan-ganz catheter was placed, and an impella cp device was inserted. Before leaving the cath lab, a point-of-care ultrasound assessment noted the impella was positioned too deep; it was pulled back several centimeters under echocardiographic guidance and locked in place. Upon return to the room, the impella was found to be completely in the aorta. The decision was made to return the patient to the cath lab, pull the impella back into the descending aorta, and place it in surgical mode until the pump was replaced. No additional information was provided.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Field h6 health effect impact code added: death. "Is death" under field b2 has been selected. Ip codes removed: no signs, symptoms or patient involvement. Clinical assessment: a 70-year-old male presented late with a myocardial infarction and a ventricular septal defect. An impella cp was placed despite a ventricular septal defect being a contraindication according to the instructions for use. During repositioning, the impella was accidentally pulled back fully into the aorta and had to be replaced. Due to the poor prognosis of the underlying disease, care was withdrawn after 6 days of support and the patient expired. Death was most likely to be caused by the underlying disease but will be conservatively coded to the impella cp.